Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the last two bands failed to deploy. There were no difficulty experience when setting up the device. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.